Manufacturer narrative:
Qc was run on both meters and passed. The test strips were requested for investigation, however, the test strips have been used up and the vial has been discarded. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results on accu-chek inform ii meter serial number (B)(4) (meter a) and accu-chek inform ii meter serial number (B)(4) (meter b). The patient was transported from the nursing home to the hospital. She had symptoms of hypoglycemia at the nursing home and was tested on an unspecified blood glucose meter with a result of 30 mg/dl. The patient was treated with glucose and transported to the hospital. At 1:27 p.m. The finger stick result from meter a was hi (greater than 600 mg/dl). At 1:28 p.m. The finger stick result from meter a was 328 mg/dl. At 1:30 p.m. The finger stick result from meter b was 236 mg/dl. At 1:30 p.m. Blood was drawn for the laboratory and the result at 2:25 p.m. Was 199 mg/dl. The same strip lot was used on both meters.